Manufacturer narrative:
No product will be returned for evaluation.

Event description:
The patient reported that, while changing the insulin cartridge of her infusion device, the rubber stopper on the insulin cartridge remained attached to the piston rod of her insulin infusion device. This caused a small amount of insulin to spill into the cartridge chamber. The patient was able to remove the plunger from the piston rod. The patient did not report blood glucose concerns related to this issue. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.